Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent an irrigation and debridement and was revised on (B)(6) 2013, due to infection. The poly bearing was removed and replaced with another biomet poly bearing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "early or late postoperative, infection, and allergic reaction."